Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales representative reported that during cleaning and inspection of the kits it was noticed that the driver was bent. There was no report or patient contact the malfunction has resulted in an adverse event in the past.